Event description:
It was reported that the event occurred in the central sterile supply unit (cssu). The intra-aortic balloon (iab) was zeroed at "atmosphere and received four audible tones and the light bulb turned green. The iab was inserted via a sheath into the femoral artery. Approximately 12 hours later the rn noticed that the light bulb changed back to "blue". The iab could not be re-zeroed. The rn removed and reinserted the cal key. The rn then manually calibrated the fiberoptix sensor (fos). The iab was removed and the pt received "impella". There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if the therapy was delayed. There were no reported pt complications. The pt outcome as "the pt received impella device." Additional info received on (B)(6) 2010 by the sales rep stated "the iab was removed because the pt had benefited enough from the iab. Their next choice was to put in the impella. It is a device that sits in the left ventricle and helps the heart push out blood. It is like a fan instead of a balloon and it is good for the right candidate."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.